Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Nordic bluetooth pairing test: pass. Share log review did not show any errors in log. The patient's complaint was not confirmed because there were no fatal errors present on the log. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.